Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The evaluation confirmed the #4, #5, #6, #7, #8, #9 and (.) Key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #4 key will occur following the selected key's function (e.g. When the #1 key is pressed 14 will be displayed. When in alphabetic mode and the abc key is selected, aj will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a pump will not power on.